Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The patient was noted to have a history of esrd on dialysis. Per the device¿s instructions for use, the safety and effectiveness of the carpentier-edwards perimount magna mitral ease pericardial bioprosthesis model 7300tfx has not been established for patients with abnormal calcium metabolism (e.g., chronic renal failure, hyperparathyroidism). The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number: (B)(4).

Event description:
Edwards learned via medical records that a 29mm mitral valve developed severe stenosis, requiring a mitral valve-in-valve procedure later, after an implant duration of 2 years, 9 months.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10:  additional manufacturer narrative. Updated b5 and f10 per new information received.

Event description:
It was learned via medical records that a 29mm mitral valve was disabled via a valve-in-valve procedure after an implant duration of 2 years, 10 months due to degeneration, severe stenosis and regurgitation. A 26mm transcatheter valve was implanted. Patient was discharged home in stable condition on pod #1.